Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the pump shut off unexpectedly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. The customer's blood glucose was 90 mg/dl.